Manufacturer narrative:
Elsherbini t, bouhadana d, sadri I, nguyen d-d, law kw, areski a, deyirmendjian c, ibrahim a, bhojani n, elterman ds, chughtai b, bruyere f, cindolo l, ferrari g, vasquez-lastra c, borelli-bovo t, becher ef, cash h, reimann m, rijo e, misrai v, zorn kc. The impact of 5-aro on perioperative and functional outcomes of greenlight pvp: an analysis of global greenlight group database. Can j urol 2023;30(2):11473-11479.

Event description:
It was reported in the canadian journal of urology that a study was conducted to investigate the impact of 5-alpha reductase inhibitors (5-ari) on the perioperative and functional outcomes of 180-watt xps greenlight photovaporization of the prostate (pvp) using a large international database. A retrospective review was conducted on the records of 3,500 men who underwent greenlight pvp using the xps-180w system between 2011 and 2019. All procedures were conducted by eight experienced urologists from seven international tertiary centers in canada, france, germany, italy, mexico and brazil. Analysis of the record revealed 22 patients required transfusions, 212 patients had hematuria, and 187 patients were re-admitted within 30 days post-procedure.

Event description:
It was reported in the canadian journal of urology that a study was conducted to investigate the impact of 5-alpha reductase inhibitors (5-ari) on the perioperative and functional outcomes of 180-watt xps greenlight photovaporization of the prostate (pvp) using a large international database. A retrospective review was conducted on the records of 3,500 men who underwent greenlight pvp using the xps-180w system between 2011 and 2019. All procedures were conducted by eight experienced urologists from seven international tertiary centers in canada, france, germany, italy, mexico and brazil. Analysis of the record revealed 22 patients required transfusions, 212 patients had hematuria, and 187 patients were re-admitted within 30 days post-procedure.

Manufacturer narrative:
Elsherbini t, bouhadana d, sadri I, nguyen d-d, law kw, areski a, deyirmendjian c, ibrahim a, bhojani n, elterman ds, chughtai b, bruyere f, cindolo l, ferrari g, vasquez-lastra c, borelli-bovo t, becher ef, cash h, reimann m, rijo e, misrai v, zorn kc. The impact of 5-aro on perioperative and functional outcomes of greenlight pvp: an analysis of global greenlight group database. Can j urol 2023;30(2):11473-11479.